Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, the supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 11, 2018 that a wallflex biliary rx uncovered stent was implanted in the bile duct on (B)(6) 2016, as part of the e7034 wallflex biliary preop drainage natx clinical trial. According to the complainant, on (B)(4) 2016, baseline liver function tests were taken. Assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: dark urine, jaundice, nausea/ vomiting, and itching. A 2.6 cm adenocarcinomic tumor was found in the head of the pancreas. On (B)(6) 2016, the patient underwent a study stent placement in an inpatient setting. A biliary sphincterotomy was performed during the stent placement procedure. Prophylactic antibiotics were administered. The 8mm x 40 mm wallflex biliary uncovered stent was placed in a satisfactory manner. On (B)(6) 2016, the patient experienced cholangitis and was hospitalized on (B)(6) 2016. On (B)(6) 2016, a naso-biliary drain was placed. According to the complainant, there were no visible abnormalities such as occlusion or migration of the stent but the cholangitis was also deemed "obstructive cholangitis due to study stent occlusion". It was also reported that "jaundice progressed even after fcsems, so we removed fcsems". On (B)(6) 2016, the patient underwent the curative intent surgery. Patient's karnofsky score was 70. No biliary obstructive symptoms were reported. Prophylactic antibiotics were administered. Reportedly, the tumor was confirmed resectable. The patient underwent a whipple procedure and the study stent was removed during the surgery before resecting the tumor. It was reported that the tumor was 2.5 cm. The patient was discharged on (B)(6) 2016. Reportedly, the patient completed the study on (B)(6) 2016, 30 days post surgery. Karnofsky score was 90. No biliary obstructive symptoms were reported.